Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly it was found that the trigger housing was cracked at the main structure, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that upon receipt at the manufacturer facility the trigger and straight pin of the device disassembled. The user facility was not able to provide any further information regarding the reported event. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.